Event description:
It was reported that there was a fluid leak and a hole was found while the device was in patient use. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. The sample was returned without its original packaging. Visual and functional testing were performed. No damage was detected and the device passed leak testing. Therefore the complaint could not be confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).